Manufacturer narrative:
(B)(4).

Event description:
It was reported " ap signal interference resulting in rapid pumping, double pumping of iabp from central lumen or slaved connection from radial arterial line". Additional information states that to resolve the issue " perfusion would go into operator, stop pumping, place the patient into an late inflation and early deflation and correct timing while watching if double/rapid pumping occurs". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " ap signal interference resulting in rapid pumping, double pumping of iabp from central lumen or slaved connection from radial arterial line". Additional information states that to resolve the issue " perfusion would go into operator, stop pumping, place the patient into an late inflation and early deflation and correct timing while watching if double/rapid pumping occurs". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Corrected data: section d.1.-brand name corrected to arrow ac3 optimus iabp na/emea. Section d.4.-catalog# corrected to iap-0700. Section d.4.-UDI# corrected to (B)(4). The reported complaint for "ap signal interference resulting in rapid pumping" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.